Manufacturer narrative:
Five samples were received for evaluation. Visual and functional testing was able to verify and duplicate the reported problem. Further inspection of the bond showed spotty solvent coverage on all bonds. The root cause was unable to be determined. A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that there was a leak of medication from the gap between the patient connector and the tube. The event occurred before patient use at the facility. There was no reported patient harm/adverse event.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.